Event description:
Reporter noted posterior capsule tear occurred during removal of cortex with silicone tip. Anterior vitrectomy performed. Va was 20/200 one day post-op, mostly due to corneal edema. Prognosis reported as guarded.